Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter had adhered to/clogged the bending section rubber bonding area and insertion area, but it was not possible to identify the foreign matter. Due to poor leaking from the up/down angle knob scope body, it is possible that proper reprocessing was not possible and foreign matter could not be removed. The detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope connecting tube bending section cover had foreign material. There were no reports of patient involvement.